Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a rash, redness and pustules; the reaction was not on the skin patch area but spread only on the elbow. The area was prepared with alcohol before placing the sensor on the body. There was no documentation of treatment or any medical intervention provided. At the time of the report, patient condition was unspecified. No photos or other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.